Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). One 6fr glidesheath slender sheath and dilator, along with a 6fr cordis gc catheter, were received for product evaluation. Visual inspection revealed that there was a major kink observed on the sheath 1 cm from the hub. Two more dents were also observed on the shaft distal to the major kink. There was no damage or gross anomalies observed on the dilator. A kink was observed on the distal end of the cordis catheter. The sheath shaft inner diameter measured at 0.087 inches which is within manufacturer specifications. The cordis catheter outer diameter measured at 0.0828 inches. Functional testing was conducted, the catheter was inserted into the sheath and the components mated well together. The entire catheter shaft passed through the sheath without issue or resistance. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that difficulty while insertion or application of an off-axis forces caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6 fr glidesheath slender sheath that was used for the case was unable to pass through the sheath. The catheter was a cordis brite tip gc. The patient condition was stable. There was no patient injury/medical or surgical intervention. The procedure outcome was successful. Additional information was received on (B)(6) 2020: the procedure performed was a left heart catheterization. A second glidesheath slender was used to complete the procedure.